Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, resulting in their blood glucose level dropping below 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose and did not require third-party assistance. Technical support educated the caller about how control-iq technology predicts glucose values and adjusts insulin delivery, clarifying that the total daily insulin (tdi) information was incorrect. The caller understood the explanation, but there was no acknowledgment that control-iq was functioning as intended.